Manufacturer narrative:
The field service engineer checked the sipper syringe seals. He cleaned the sipper syringe waste valve, sipper nozzle valve, and waste valve. He cleaned the internal standard bath and the waste nozzle. He performed an adjustment to the rinse mechanism volume. He performed ise checks and the customer performed ise calibration and qc with acceptable results. The investigation is ongoing.

Event description:
The initial reporter received questionable ise indirect gen.2 na results for two patients tested on a cobas 6000 c (501) module. The initial na results were reported outside the laboratory. The customer noticed the initial na results were "critical low" and performed repeat testing with the samples on a different c 501 module. Patient 2's initial na result was 128 meq/l. Patient 2's repeat na result was 134 meq/l. Patient 3's initial na result was 132 meq/l. Patient 3's repeat na result was 139 meq/l. The customer determined the repeat na results were correct. The na electrode lot number was v85 with an expiration date requested but not provided.

Manufacturer narrative:
The customer replaced the na electrode. The investigation reviewed the customer's calibration and qc data and confirmed the calibration results were acceptable. The customer's qc charts were provided and appeared to be acceptable, but the actual qc measurements were not provided. After service, no further issues were reported by the customer. The investigation determined the service actions resolved the issue.